Event description:
Additional information received reported that the cause of the event was pain improvement, as the patient no longer needed the spinal cord stimulator. No abnormal impedances were found. The device was removed as the pain was well controlled without it over time. The patient recovered without sequelae.

Event description:
It was reported that the patient's implantable neurostimulator (ins) system was explanted on (B)(6), 2011 because the stimulator caused him pain and discomfort. The patient reported that oral medication worked better at controlling his pain and that when he sat down, he felt discomfort at the ins site. The patient also reported that there was more pain in his back where the lead was implanted. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product typ lead, product ID 37743, serial# (B)(4), product typ programmer, patient. Product ID (B)(4) serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product typ extension, product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product typ extension, product ID 37081, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product typ extension product ID 37081, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product typ extension. (B)(4).

Manufacturer narrative:
Analysis of the device, serial # (B)(4), found that the device was functionally okay and insignificant anomalies. Analysis of the extension, serial # (B)(4), found that the body of the extension was cut through and the product was segmented. No significant anomalies were found. Analysis of the extension, serial # (B)(4), found that the body of the extension was cut through and the product was segmented. No significant anomalies were found.